Manufacturer narrative:
The device with model 97755 and serial (B)(6) was received for product analysis. Analysis found that there was a recharger antenna failure and that the recharger problem, cannot continue, call medtronic message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) reports when patient is charging her implantable neurostimulator (ins), she sees an error message, rm03, screen# 77 has occurred for past couple of months. Caller reports the recharger paddle is intact, no physical damage or frayed wires, but occasionally gets warm. Caller reports patient has reset the controller and continues to see the same error message. Caller reports the error message is increasing frequency. Provided the case number to caller. Caller do not have the serial number to the recharger. The rep called back to follow-up on this case, provide the recharger serial number, and have a replacement recharger sent to the patient. A replacement recharger was sent out.